Manufacturer narrative:
The device was evaluated by zoll medicalcorporation. The customer's report was duplicated and attributed to the integrated circuit on the digital board. The digital board will be replaced to resolve the board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.